Manufacturer narrative:
Additional information concerning this event will be required from the field.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1004 which is indicative of a low shock impedance measurement as a result of a shock delivery. This is most likely caused by a short circuit condition. The ICD remains in service and there have been no adverse patient effects reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1004 which is indicative of a low shock impedance measurement as a result of a shock delivery. This is most likely caused by a short circuit condition. The ICD remains in service and there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.